Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. The reported fractured impactor faces reported appear consistent with material degradation due to normal use and subsequent sterilization cycles. The rmr for these truliant femoral locking impactor heads, 750-2014-006-rmr-instruments rev c, was reviewed. The risk is captured. Most likely underlying cause: based on similar previous complaint investigations, the fractured impactor faces reported are likely the result of material degradation associated with normal use and subsequent sterilization cycles. Broken cap screw: (B)(4) and CAPA(B)(4) 05bulk: (B)(4) and CAPA(B)(4) broken cap screw: both of the found devices were missing their cap screw. Since the introduction of the truliant femoral locking impactor head in 2017, there has been 17 complaint reports involving truliant femoral locking impactor heads (catalog #: 02-029-19-1000). Of these complaint reports, 9 were due to disassembly of the cap screw and washer. Investigations revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of the print showed the weld requirement was called out as a ¿tack weld¿, which was not specific enough and left room for interpretation. Most likely underlying cause/root cause: the root cause of the disassembled screw cap and washer, as determined by CAPA(B)(4), was likely the result of the welding requirement not being adequately specified. Based on similar previous complaint investigations, the fractured impactor faces reported are likely the result of material degradation associated with normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient impact or how the devices were used.

Event description:
It was reported internally that broken devices were located in 05bulk. The devices were found to have disassembled screw cap and washers and fractured faces. There is no additional information on the devices. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient impact or how the devices were used. The part number is 02-029-19-1000, and the lot numbers are 89989003 and 82387001. This is 1 of 2 mdrs.